Manufacturer narrative:
Laboratory report confirming the reported count was provided. Through follow-up communication with customer livanova learned that: the 3t aerosol collection set is replaced after allowed use period (7 days). The disposable pall-aquasafe water filter with 0.2 m membrane is used for tap water and is replaced every month. However, the fitting and connectors were cleaned with wipes at every connection during water changes, the h2o2 was not checked daily and used at 6% concentration when water was changed. As per IFU, connectors should be cleaned with disinfectant wipes and disinfectant spray, h2o2 should be checked daily even during days of non use, and at a 3% concentration during water change. Based on collected evidence, it is reasonable to conclude that reported deviations from IFU may have led/contributed to the contamination. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t . If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that testing from heater-coolersystem 3t was carried out on the (B)(6) 2023 and result found hpc count 120 cfu/ml. There is no patient involvement.